Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen display was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's keypad was unresponsive. The customer's blood glucose level was 243 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.